Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported that the patient was explanted due to infection. The design history record was reviewed for the generator and lead was performed. Both devices were confirmed to have been hp sterilized prior to distribution into the field. No additional or relevant information has been received to date.